Manufacturer narrative:
Per tandem's t:slim user guide: it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, the bolus requests delivered on (B)(6) 2017 were not recorded in the bolus history. The customer's blood glucose level was 148 mg/dl. Review of the pump data logs by tandem technical support showed that the bolus data was not available for (B)(6) 2017 due to the customer changing the pump time from 1 am to 11 pm. Multiple attempts were made by tandem technical support to relay the information; however, the customer did not respond.